Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, the proximal femoral nail a (pfna) impactor was returned from the with a cracked blue handle. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to our specifications. A part of the blue handle is indeed broken/cracked off at the lower end. The cause is unknown; there is evidence that the tool may have been dropped. Previous complaints were received regarding loose handles, but not where a part was snapped off like in this case. No product fault could be detected.